Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed¿ alerts during a supply change, including after cartridge removal, attempted rewind, and restart, consistent with a mechanical problem and consecutive stalled motor alarm. Symptoms included hyperglycemia reaching 181 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.